Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was inaccurate. Reportedly, the pump was underestimating the amount of insulin in the cartridge. There was no impact on the customer's blood glucose levels.